Manufacturer narrative:
¿After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add patient code; cutaneous contour deformity, to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation with two 325cc mentor memorygel, silicone breast implants has experienced bilateral rupture, and unexplained systemic symptoms postoperatively, including autoimmune disease, lymphocytic colitis, high protein markers, anemic, joint pain. The patient stated she had testing done but her doctors cannot pinpoint the reason she is experiencing so many issues. The patient saw a hematologist and he couldn't discover any diagnosis. Both breasts are very gummy and wrinkled, indented, big wrinkles. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.